Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely superficial femoral artery. A 4mm x 20mm x 144cm and a 4mm x 40mm x 146cm coyote es balloon catheters were used for dilatation. Each balloon was initially inflated to 12 atmospheres for 10 seconds; however, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications were reported and the patient was in good condition post-procedure.